Event description:
It was reported that during the implant attempt, it was not possible to connect the superior vena cava (svc) coil of the lead to the device. The lead connector was loose and would not stay connected. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, it was not possible to connect the superior vena cava (svc) coil of the lead to the device. The lead connector was loose and would not stay connected. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The set screw socket was found to be rounded. Performance data was also collected from the device and was analyzed. No anomalies were found.